Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. Additional info will be submitted within 30 days upon receipt.

Event description:
Withdrawal difficulty. The report received indicated that after successfully implanting, the smart control stent, the physician tried to withdraw the stent delivery system (sds); however, the sds could hardly be withdrawn as it was caught in a stent strut. Therefore, to unbend the heavily tortuous vessel, the physician exchanged the guide wire to 0.035" stiffer wire and managed to remove the sds successfully. There was large resistance withdrawing; however, there were no anomalies observed on the tip or in the delivery system. The lesion was post-dilated and the procedure was completed successfully. There was no report of adverse event or injury to the patient. Additional info indicated contra lateral approached had been chosen for the procedure. The percutaneous transluminal angioplasty included treatment of a lesion in the external iliac artery. The target lesion was heavy calcified with heavy vessel tortuousity and presenting 99% stenosis.